Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic totally occluded (cto) target lesion was located in the severely tortuous and moderately calcified proximal to mid left anterior descending artery (lad). After predilation, a 3.00 x 38 synergy¿ stent was advanced however, severe resistance was encountered and the device failed to cross the lesion. The device was removed and it was noted that the distal part of the stent was deformed. The procedure was then completed with another synergy¿ stent of different size. No patient complications were reported.